Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter tip broke off in the patient.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted per visual inspection, it was evidenced that the tip had broken off. The returned sample does not meet specification which states: "inspect for missing and/or incomplete tip fill, tip and funnel poor gluing, damage, or scratches" the labeling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter tip broke off in the patient.